Manufacturer narrative:
It was reported that" the arm on the bath chair broke off, the person calling has no additional information, dme questions will have to be emailed to customer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that" the arm on the bath chair broke off, the person calling has no additional information, dme questions will have to be emailed to customer.".